Event description:
Inspection test conducted on returned device resulted in stuck on/off button. (B) (4)

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in adverse event.